Event description:
It was reported that an increase in impedance was observed over the past several months. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 7.5-8.4cm from the distal tip consistent with lead friction to a structure of the heart. The etfe coating was intact at the same location. Internal insulation abrasion was found at 32 .8-33.0cm from the distal tip. The etfe coating was intact at the same location.